Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total laparoscopic hysterectomy, while using the device in cuff closure, the needle fell off the jaws of the device. It fell into the patient cavity, was found out and removed. It was also reported that the device was difficult to toggle and load. A new device and reload was opened to complete the case. There was no patient injury.